Manufacturer narrative:
Pump had blank screen due to broken glass. Pump unable to perform the displacement test and self test due to screen anomaly.

Event description:
The customer reported via phone call that lcd screen was cracked. Blood glucose was unknown. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.